Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for Gastrointestinal/pelvic floor and Urinary dysfunction/sacral nerve stim. It was reported that their device hadn't been working for quite some time. They thought the lead wire was in a good spot, but it was not in place; it shifted over and they had to take that one out and put a new in. The patient mentioned that they had fallen several times and they think that's probably what did that. Agent asked the patient when they first noticed that the previous implant stopped working and patient stated that it's been ""quite some time"" (2-3 years).

Manufacturer narrative:
Continuation of D10: Product ID 3889-28 Lot# (b)(6)Serial# Implanted: (b)(6)2018 Explanted: (b)(6)2026 Product Type LEAD Section D information references the main component of the system. Other relevant device(s) are Product Id: 3889-28, Serial/Lot #: (b)(6), UBD: 13-AUG-2022, UDI#: (b)(4). B3: Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.